Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4) implanted: (B)(6) 2006. Product type: catheter. (B)(4).

Event description:
It was reported the patient was admitted to the hospital on (B)(6) 2015 with respiratory problems which they initially thought were due to pneumonia, but the patient went into respiratory failure and was intubated. The patient was transferred to the intensive care unit (ICU) on (B)(6) 2015 with more somnolence than usual, respiratory failure, bradycardia, hypotension and altered mental state. The healthcare professional (hcp) did not believe there had been any audible pump alarms. The patient's status had improved "significantly" since being in the ICU. The hcp wanted to get the patient off of the ventilator, but had to wait until the patient's mental status improved. They questioned if the intrathecal baclofen treatment (itb) was contributing to the patient's sedation. It was noted the pump was read and confirmed the status was "ok" on either (B)(6) 2015 or (B)(6) 2015 (unconfirmed dates, also reported as (B)(6) 2015). The cause of the event was unknown, but the hcp stated that the patient was not excreting/processing the baclofen being delivered to their system; reason unknown. The event was not due to programming and was not, to the reps knowledge, due to drug effects. The pump was reprogrammed and the dose decreased 15% on (B)(6) 2015. The outcome of the event was unknown. The pump was used to deliver baclofen (unknown).